Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume accuracy test (over infusing). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer reported problem "failed volume accuracy test (over infusing)" was confirmed. During investigation the pump had an average of 2.14% but the highest test was +3.53% which was slightly over normal and the lowest was +0.78%. The other reading was +2.11%. According to the investigation the pump expulsor will be trim slightly to bring highest reading into normal range. The problem source of the reported problem is unknown.